Manufacturer narrative:
All other tests for this patient sample were acceptable. The customer was not having issues with any other patient samples tested for gluc3. The field service engineer (fse) found the rinse tubing vacuum line was not re-seating all the way after the aspiration cycle. The fse adjusted the rinse head tubing and ran mechanical checks. Precision results passed. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for gluc3 glucose hk (gluc3) on a cobas 6000 c (501) module. The initial result was 86 mg/dl. This result was reported outside of the laboratory where it was questioned by the doctor. The repeat result was 400 mg/dl. This result was believed to be correct. The gluc3 reagent lot number and expiration date were not provided.